Event description:
On (B)(6) 2011, during a breast reconstruction surgery the surgeon at (B)(6) hosp was everting the distal end of the vein onto the 2.5 mm coupler and the ring came out of the jaw wing assembly. The ring was found and removed and the case was completed with a new device. The pt was reported to have no coupler related issues.

Manufacturer narrative:
The actual coupler device involved in the incident was not returned for eval. According to the device history record, the devices met spec prior to market release. One-hundred percent functional alignment testing is performed on each device and 100% visual insp for broken or missing parts and pin alignment is performed on each assembly during the mfg process.